Manufacturer narrative:
Concomitant products: model: a2dr01 ipg, implant date: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing of atrial fibrillation/atrial tachycardia (at/af) on sorted electrograms which resulted in false termination of at/af episodes. The ra lead remains in use. No patient complications have been reported as a result of this event.